Event description:
It was reported that during use with bd emerald syringe 10ml the barrel of syringe was discovered to have a crack and leakage occurred. There was no patient impact. The following information was provided by the initial reporter, translated from french to english: when radiolabeled autologous blood was injected into the patient, the preparation beaded out of the syringe through a small slit. Syringe packaging and visual inspection revealed no defects prior to use. No leaks were observed beforehand during syringe filling and volumetric testing. Blood leaked onto a compress through a crack in the syringe barrel on the tip side during administration, when the plunger was pushed in. No clinical consequences for the patient.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 05-sep-2023. H.6. Investigation summary: a device history record review was completed for provided material number 307736 and lot number 2301189. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample and the affected physical sample were provided for evaluation by our quality team. Through examination of the samples, a crack was observed in the barrel component. An exact cause for the observed crack could not be determined. The material used to manufacture the emerald syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detected system that inspects all product and automatically rejects any defects identified. Based on this preventive system, it is possible that the cracked barrel resulted from a blockage in the barrel feeding process and the damaged syringe then went undetected. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd emerald syringe 10ml the barrel of syringe was discovered to have a crack and leakage occurred. There was no patient impact. The following information was provided by the initial reporter, translated from french to english: when radiolabeled autologous blood was injected into the patient, the preparation beaded out of the syringe through a small slit. Syringe packaging and visual inspection revealed no defects prior to use. No leaks were observed beforehand during syringe filling and volumetric testing. Blood leaked onto a compress through a crack in the syringe barrel on the tip side during administration, when the plunger was pushed in. No clinical consequences for the patient.